Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient reported three events where the insulin had leaked from the infusion set. The patient also stated the infusion sets were falling off from the body due to the self-adhesive not sticking. The patient is alleging a defect with the infusion sets. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.